Event description:
Caller reported a tandem mobi cartridge alarm during pumping, which did not cause blood glucose levels to exceed 500 mg/dl. Customer was instructed to remove the cartridge and attempt a bolus, but the alarm recurred preventing successful completion. Cts decided to replace the pump and original cartridge since the device was under warranty. Customer remained on the current pump as a backup and received guidance on handling and returning the problematic pump. A replacement pump was sent to ensure continued insulin delivery.